Event description:
Second revision surgery - there was no failure of the implant. The patient had an incision and drainage of his knee. A tibial insert exchange was done on (B)(6) 2015. (B)(4).

Manufacturer narrative:
The reason for this revision surgery was the patient had an incision and drainage of his knee. No infection was reported. The length of in vivo service was 17 days. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 3 complaints reported against this part number; summary of investigations: 1 for instability, 1 for infection, 1 for revision and fluid drainage. This is the first complaint against this lot number. The surgeon reported no issues associated with the explanted product and provided no information that definitively described the root cause or reason of the patient issues. There are no indications of a product or process issue affecting implant safety or effectiveness.